Event description:
Site rep reported their vertek arm will not tighten. No pt present.

Manufacturer narrative:
Pt information not provided as no pt was involved in this concern. Device not returned to manufacturer to date, no investigative analysis performed. RMA issued to replace vertek articulating arm. Order shipped (B)(4) 2010.